Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mgf report numbers: 3003418325-2018-00003, 3003418325-2018-00004 and 3003418325-2018-00009.

Event description:
The ear, nose and throat disorders (2017) published ¿endoscopic repair of lateral sphenoid encephaloceles: a case series¿ in which the author referenced alexander et. Al (2012): treatment strategies for lateral sphenoid sinus recess cerebrospinal fluid leaks. (B)(6) and coworkers reported on their series of 11 patients with lateral sphenoid csf leaks. They utilized an endoscopic transpterygoid approach and multilayer repair using septal bone and tissue inlay grafts (alloderm, duragen, or surgisis) and an overlay tissue graft with or without a free fat graft with an additional layer of a pedicled septal flap in certain cases. There were 13 total csf leaks (2 patients had bilateral repairs) and they noted only one recurrence which was successfully repaired at the second surgery.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No DHR review was possible since no lot number was reported. However, nonconformance and events were reviewed and none was reported regarding similar reported condition. Therefore, it is considered that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported condition is unconfirmed. The root cause is undetermined.